Event description:
It was reported that a system error 2240 (air in tubing) alarm occurred during drain four of four on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the home patient (hp) stated that they had disconnected incorrectly from the setup to use the bathroom, and had then reconnected to the set. The technical service representative reviewed proper procedures with the caller and advised the hp to complete therapy using manual supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The patient disconnecting incorrectly from the setup is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.